Event description:
It was reported that a user experienced hyperglycemia with a fingerstick blood glucose of 423 mg/dl after reconnecting to the ilet following a recent hospitalization, with no dosing-stopped notifications, and after announcing a high-carbohydrate meal while already reading high; tubing function was confirmed and a site change was performed successfully without evidence of a bent cannula. Symptoms included elevated blood glucose. Outcomes included customer education and troubleshooting with expectation of glucose regulation within 1 to 2 hours and no further follow-up requested. Investigation included troubleshooting over the phone, confirmation of infusion set and tubing function, and completion of an infusion site change. Investigation of this case revealed no device malfunction or infusion set obstruction observed during the call, and the event was consistent with hyperglycemia of unclear cause in the context of recent reconnection and meal announcement while high. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.